Manufacturer narrative:
A steris service technician arrived onsite and was informed by the user facility that a nurse initiated a processing cycle which faulted. The tray and endoscope in it were removed. A second nurse entered the room and removed the endoscope which was then used in a patient procedure. The technician reviewed the cycle printout subject of the reported event which indicated that the unit faulted for a chamber level low. The technician inspected the float block assembly on the system 1e and removed the check valve and observed water coming out from behind it. The technician stated that water was trapped in the float block where the ls3 switch is located. The technician replaced check valves, 1, 2, 3 and 11 tested the unit by running 2 diagnostic cycles and 1 processing cycle and confirmed the unit to be operational. The operator manual states (pp.1-1), "devices are not liquid chemically sterilized and/or adequately rinsed when a liquid chemical sterilization cycle is cancelled". A steris account manager reissued an operator manual to the user facility's educator and made an offer of in-service, however the user facility declined.

Event description:
The user facility initiated a processing cycle for the system 1e which faulted. The scope was removed and utilized in a patient procedure. Steris has made multiple attempts to obtain additional event information however the user facility will not respond.